Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint did not indicate a lot-specific quality issue. Based on available information, the cause of the single leaflet device attachment (incomplete coaptation) was due to patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An ntw clip was implanted reducing the mr to a grade of 1-2. On (B)(6)2022 a routine transthoracic echocardiogram (tte) was performed, and it was found that the previously implanted clip became an slda. The clip was detached from the posterior leaflet. According to the physician the slda was due to patient anatomy. A second procedure was not performed to treat the slda. No additional information was provided.